Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00147. The device is being returned to conmed, however, has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported, "during the removal of the standard vcare device that dr. Angel heard/felt a pop and the device delivered vaginally in two pieces with the cups off of the shaft. The remaining pieces were retrieved and nothing was left in the pt. No significant case delay, no pt injury."